Event description:
The customer reported that the pump battery would not charge, and the pump screen was unresponsive. There was no confirmed impact to the customer's blood glucose level. The customer attempted various troubleshooting steps with technical support, including using different wall outlets and charging cables. Ultimately, plugging the charging cable into a wall adapter resolved the issue, and technical support sent a new usb cable.